Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with 4+ cell, fibrin, and hypopyon. The patient's best corrected visual acuity (bcva) did not decrease. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of the event is possible tass from the iol. The inflammation resolved after treatment, and patient outcome is good. Medications prescribed for use at home post-operatively: pred/moxi/brom 1%/0.5%/0.075% tid x 1 week, qd 3 weeks. Durezol every hour. Medrol po dose pack.

Manufacturer narrative:
Additional info: b5, g3, h2, h11.

Event description:
Additional information was received indicating the tass event may have been caused by a cannula and unrelated to the lens.